Event description:
It was reported that, "revised because the alumina head split into two pieces vertically. This occurred postoperatively."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.